Event description:
It was reported that stuck on guidewire occurred. The 75% stenosed target lesion was located in the moderately tortuous vessel vein. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, it was noted that the device was stuck with the guidewire. The device was removed without any problem, and the procedure was completed with another of the same device. No patient complications were reported.